Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the recurrent mitral regurgitation (mr) which required surgical intervention. It was reported that on (B)(6) 2016 five mitraclips were implanted reducing mr from severe to trace. The following day, (B)(6) 2016, the patient had right heart failure, hemodynamic decompensation and was noted to have worsened mr. All five mitraclips were stable and attached to both leaflets. In the physician's opinion, although the recurrent mr may have been due to progression of a pre-existing patient condition, it is unknown if the mitraclips caused or contributed to the recurrent mr. Surgical mitral valve replacement was performed on (B)(6) 2016 and the mitraclips were explanted. At some point post surgical intervention, the patient developed pneumonia, but remains stable from a cardiac standpoint. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of worsening mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4).